Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues over the phone. Fse called the customer and asked that new wash be made and clean and dry the wash probes. After cleaning, the patient samples were run with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash probe had residue on it.

Event description:
On (B)(6) 2016, a customer reported controls higher than expected with their aia-900 analyzer. The customer is unable to run prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.